Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument shaft tip broke (cracked). The operation was continued because there was no problem with the operation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.6420 from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged from its original position. Although the instrument proximal clevis was dislodged the instrument was able to operate. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips opened or closed. The instrument was not fully functional. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.